Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the lcd screen is from being old and is getting harder to read when giving a bolus. The customer also stated that there is crack in the pump casing below the lcd screen. The customer was offered to have the device returned for analysis, but we would not able to send out another 508 pump as we don't have any and nothing comparable to it. The customer declined to send the pump back, stating that she won't have anything to use. The customer was advised to disconnect pump use and revert to a backup plan. Customer understands responsibility and liable should she continue to use the device against advisable recommendations.